Manufacturer narrative:
(B)(6). Method: the returned mr290v chamber was visually inspected for damage and was connected to a waterbag for functional testing. Results: the chamber filled normally when connected to a waterbag, however, once the chamber had filled, small drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Inspection showed that insufficient glue had been applied between the connection of the feedset tube and spike, causing the leak. A lot check revealed three other complaints of this nature for lot number 100218. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Our monitoring and trending of complaints involving damaged mr290 water feedsets has a rate of occurrence of 38 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in (B)(6) reported via a distributor that water leaked between the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.